Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Event description:
Customer reports to have experienced keypad anomaly. Customer states that none of the buttons were responding. Customer's blood glucose was 120 mg/dl. During troubleshooting, customer also stated that a button error alarm was received. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.